Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported having trouble with their ins for their bladder. Patient stated that their ins was not doing what it was supposed to be doing, and not controlling their symptoms. Patient stated that if they turnstimulation high enough, it feels like something is poking them. Agent reviewed therapy optimization and programming options. Patient confirmed understanding. Patient also said the implant site is still hurting and they felt like the device was moving around in their body. Patient stated that the implant hurts where the spine is, and they can't roll over in bed because the implant is too painful. The patient was redirected to their healthcare provider to further address the issue. Patient will continue to monitor symptoms.

Event description:
Additional information was received from the patient. They reiterated that the therapy still wasn't working for their symptoms. Patient stated they had tried every program and they had been getting up so much at night still they couldn't tolerate it. Patient stated that the therapy worked at first but then it stopped helping and asked if the "leads" could have been placed incorrectly? Patient stated when they go up to a higher number, they felt a sharp pain like somebody "stuck a needle" or was pushing something down so they had to decrease back down again. Patient stated sometimes they felt this pain near their rectum and sometimes near their vaginal area and it was an intolerable pain. Patient stated they knew other people who had the therapy and they told the patient they could go up to 5.0 ma and they said it worked better at that level but the patient couldn't get past 1.0 ma without having intolerable pain. Patient stated they tried every program today and it was the same. Patient stated nothing was helping. Patient stated their hcp was no longer at the practice so they were hoping to locate a new hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.